Event description:
It was reported there was damage to the outer layer of the driveline. There were no alarms reported. The customer requested an onsite evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported superficial driveline damage was confirmed via the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted images revealed that a portion of the driveline¿s outer jacket was torn and had become bunched up, subsequently exposing the underlying bionate layer. No wires were exposed, and the damage appeared to be only superficial. Additionally, the underlying bionate layer was discolored dark brown. Rescue tape was applied to the damaged area of the driveline. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for vad-20778 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. A are currently available. Section 6 of the IFU, ¿patient care and management,¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care,¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii,¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment," discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - narrative information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Rescue tape was applied to the affected area. No other unusual wear or damage was observed.